Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was received, evaluated and the complaint confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause was determined to be mishandling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that an accusol bag had a clampex failure. There was not patient involvement. This was found during setup.